Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for malignant pain. It was reported that consumer stated they thought the pump was not working right because they were in a lot of pain. The pain was like when they did not have the pump. The patient could feel a raggedly edge that was not here before. No further complications were reported.